Event description:
Pt's nurse stated during a ccpd treatment an overfill event occurred with no alarms. Pt's prescription was for 11 fills: 1400 ml and last fill of 600 ml. The nurse reported she believes the problem occurred during fill 10 and believes the pt was filled with either 2300 ml or 3200 ml. Pt was uncomfortable and was given a dose of a pre-prescribed pain medication. Pt was then able to drain 700 ml on the cycler but could not drain completely and still was full. The treatment was stopped and the pd nurse attempted to flush the pt's catheter using a syringe but was unable to obtain a flow in or out. The next day heparin was instilled into pt's catheter, another machine was used, and a ccpd treatment was completed without issue. Pt had no adverse effects as a result.

Manufacturer narrative:
A medical record review was performed on the treatment data and medical info provided. A large fill volume was reported for fill 10. The device will be investigated upon return to the MFR and a supplemental report will be sent upon completion.